Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm was unable to duplicate the issue but found fault error 7 in the logs. There was no obstruction in the power supply fan inlet but internally there was dust build up found in the power supply. The stm used compressed air to free the dust from the power supply; the batteries and power cord were replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off while running, but after the customer powered off and then powered on again, the iabp continued to function. No adverse event was reported.